Event description:
I had lapband surgery in 2006. It worked moderately well for the first year. Beginning with the 2nd year. I stopped losing even though I was totally compliant. Beginning in '08, I began to have constant acid reflux. I was found to have erosive gastritis in may. I was treated with protonix and sucralfate constantly. My band was emptied. None of these things helped my reflux disease at all. I stopped being able to tolerate solid food and was put on liquids and protein shakes etc for weeks. At approximately 5 months later, I had emergency surgery to remove the band. My reflux stopped upon removal of the band. Dates of use: 2006 - 2008. Diagnosis or reason for use: morbid obesity. Event abated after use stopped or dose reduced: yes.